Event description:
Pump declared a cartridge change error was reported. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump, ensuring the o-ring was undamaged, and successfully completing the cartridge load process, allowing the customer to resume insulin delivery.